Event description:
The customer was in the emergency room at the time of call waiting to be admitted to the hospital due to high bgs. It was indicated that the pump lost all the settings during the night and did not receive any alarms. The customer did not feel well enough to troubleshoot the pump. The customer informed that they were on an insulin drip and bgs came down.